Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was inserted into the groin and transeptal was performed with faradrive connect. Octaray was inserted to create a map. Octaray was removed to insert farawave catheter inside the faradrive sheath and the air was present upon aspiration of faradrive sheath. Faradrive was replaced causing significant delay to the procedure and risk of losing la access. The procedure was completed using non-bsc sheath, no patient complications occurred. The product is not expected to return as disposed.